Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported alleged sparks came from the power cord of the patient's external device unit while disconnected from the patient's device. Further examination of the power cord revealed the cause was believed to be chewing for a pet. A replacement device was sent to the patient and addressed the issue.